Event description:
Baxter spoke with the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding a caregiver (cg) report of two peritonitis events for the home patient (hp). The pdrn stated that the hp presented to the clinic on (B)(6) 2011 with symptoms of abdominal pain and cloudy peritoneal dialysis (pd) effluent which was obtained for testing. Treatment initiated on (B)(6) 2011 was ceftazadine 2 gm daily for 2 days intraperitoneally (ip) until the culture results were received and vancomycin 2 gm ip, 1 dose every 3 days for 2 weeks. On (B)(6) 2011, the pd effluent was reanalyzed. The ip vancomycin continued, but treatment duration was increased for an additional week. On (B)(6) 2011, a re-analyzation was performed. The pdrn stated that the hp had completely recovered after this event. Causality was given as the hp not consistently masking and operating a fan while setting up and connecting for pd therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error-poor aseptic technique. A batch review of the potentially associated lot numbers (h10j21061 and h10i16070) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of five reports associated with this event.